Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, ketones and vomiting. Cause of bg was not provided. Insulin was delivered to address bg/ketones resulting in a low bg level of 66-67 mg/dl. Customer was hospitalized and received fluids as treatment. Customer was discharged the following day. No additional information was provided.